Manufacturer narrative:
(B)(4). H6 health effect - impact code - f2304 prophylactic treatment.

Event description:
The patient¿s spouse reported a detached sensor wire remained in the patient¿s skin with two consecutive sensors. This record captures the sensor that was inserted in the back of the left arm. On (B)(6) 2025, the patient experienced sensor failure during the warm-up period and removed the sensor. Upon sensor removal, the sensor wire detached from the wearable and remained in the skin. The reporter stated that the patient neither saw nor felt the wire in her skin. On (B)(6) 2025, the patient's spouse called back to inform that she visited the emergency department (ed) earlier that day and underwent an ultrasound that showed no wire; then she had an x-ray that verified the wire was retained in the back of her left arm and was ¿a centimeter deep¿ in the skin. The physician informed the patient that it could eventually come out on its own or stay in the skin ¿since individuals can live with foreign objects in the skin without issues.¿ despite the patient not indicating any symptoms, the doctor prescribed oral antibiotics (cephalexin (keflex) 500 mg) as a preventive measure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. G7 wearable received on 1/22/2026 and applicator received on 1/10/2026 were evaluated. An external visual inspection was performed and major damage was found. External visual inspection failure was performed and goosenecking was found. The allegation was not confirmed via product. However, it was found that an applicator deployment issue occurred. Probable cause could not be determined. Applicator was evaluated. An external visual inspection was performed and no damage was found. Internal visual inspection was performed and passed. The allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined as investigation cannot confirm nor deny reported allegation with the return product. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. The patient¿s spouse reported a detached sensor wire remained in the patient¿s skin with two consecutive sensors. This record captures the sensor that was inserted in the back of the left arm. On (B)(6) 2025, the patient experienced sensor failure during the warm-up period and removed the sensor. Upon sensor removal, the sensor wire detached from the wearable and remained in the skin. The reporter stated that the patient neither saw nor felt the wire in her skin. On (B)(6) 2025, the patient's spouse called back to inform that she visited the emergency department (ed) earlier that day and underwent an ultrasound that showed no wire; then she had an x-ray that verified the wire was retained in the back of her left arm and was ¿a centimeter deep¿ in the skin. The physician informed the patient that it could eventually come out on its own or stay in the skin ¿since individuals can live with foreign objects in the skin without issues.¿ despite the patient not indicating any symptoms, the doctor prescribed oral antibiotics (cephalexin (keflex) 500 mg) as a preventive measure. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.